Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) female patient, the device inappropriately shut down. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing and was found to perform to specification. Evaluation of the returned associated battery found that it was fully depleted. Review of the device history log supports this finding. The history log also shows that the device was stored without electrode pads attached. Per device specifications, the device was unable to perform automatic self-checks but would have been in a red x condition providing audible alerts. The battery was scrapped and the customer received a replacement. The device was recertified and returned to the customer. No trend is associated with reports of this type.